Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that there was an occlusion in the set and insulin pump received no insulin flow block alarm. The customer reported that her daughter had high blood glucose levels of 20.9 mmol/l. The customer reported that her daughter did not receive insulin during a bolus. It was reported that the nurse at the school had given a bolus at 10:30 am and received insulin flow block and the daughter only received 1.45 units instead of the 2 units she was supposed to get. It was reported that the daughter treated with manual bolus to complete the bolus. The customer was advised that the issue was related to a site and not the insulin pump. The caller also reported that the insulin pump just shuts off. Troubleshooting was not performed. Product is not expected to return. Additional device related incident: infusion set (308410595).